Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant surgery, there was a difference in thickness of needle and the suture strand. Due the issue, the duct ruptured - resulting in tissue damage, blood loss greater than 500 cc, the surgical time extended by more than 30 minutes and there was also a extension of the incision. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the device. The visual inspection of the photographs noted two needles attached to partial sutures. There were two different types of needles and sutures observed in the photographs. As no products were returned, functional testing was precluded. The root cause of the needle diameter/appearance couldn¿t be confirmed because no products were returned. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.